Event description:
A stryker battery was removed from the charger by a staff member in the operating room. When it was removed, the active terminals were pulled from their sockets and shorted together. This resulted in flames from the battery. The flame was extinguished with a fire extinguisher. This battery pack had been reconditioned by integrated medical systems in 2007. The charger was inspected and found to be intact and operational. The battery wires needed to be cut in order to stop the short.